Event description:
N/a

Manufacturer narrative:
Correction: the aware date in the initial MDR was incorrectly reported as 09dec2020. The correct aware date based on complaint duplication in our system is 07dec2020.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device history record shows no abnormalities related to the reported failure. The mayfield headrest was returned for evaluation. Complaint confirmed via inspection of the unit. The slide bar was loose and needed to be re-pinned. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the connecting bar of the mayfield swivel horseshoe headrest (product ID a1012) between the two (2) sides was loose. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.